Event description:
It was reported that the patient presented for a scheduled aveir vr leadless pacemaker (lp) implant due to frequent pauses requiring temporary pacing support. During the procedure, the device was positioned in the target location with acceptable electrical parameters. After approximately 1.5 turns of fixation in tether mode, a change to a negative injury pattern was noted, and it was decided to redock and reposition the device. The patient experienced an acute drop in blood pressure, and mechanical cardiac contraction was not observed on x-ray. Pericardiocentesis was performed, and blood aspirated from the pericardial space was auto transfused. Resuscitation efforts were unsuccessful, and the patient expired after approximately 30 minutes.